Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a supply change with a teflon infusion set, the user experienced sustained hyperglycemia for several hours, with cgm indicating high and a confirmatory glucometer value over 600 mg/dl; the user disconnected from the ilet and administered subcutaneous insulin via pen while en route to an event, and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and involved component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.